Event description:
Based on additional information received on (B)(6) 2017, this case was upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on (B)(6) 2017 from a health care professional. This case concerns a female patient of unspecified age who received treatment with synvisc one injection and after unknown latency had pain at night and could not walk around her house. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication and concurrent condition was provided. The patient had received synvisc-one bilateral injections. On an unknown date, patient received treatment with intra- articular synvisc one injection (dose, frequency, expiration date; indication: not provided and batch/lot number: 7rsl021). The patient had side effects afterward. The patient complained of pain at night and she could not walk around her house. No additional details. Corrective treatment: not reported for pain at night and could not walk around her house. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017 and (B)(6) 2018 (both the information was processed together with clock start date of (B)(6) 2017). The case was upgraded to serious. Additional event of device malfunction was added. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a female patient who received synvisc one injection from the recalled lot and had pain and could not walk around her house. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.

Event description:
Based on additional information received on 08-dec- 2017, this case was upgraded to serious as an important medical event of device malfunction was added. This unsolicited case from united states was received on 08-dec-2017 from a health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after 6 hours, was unable to bear weight, posterior side of knees stiff, knee swelling, pain at night/posterior side of knees pain, knees warm to touch and could not walk around her house. Also device malfunction was identified for the reported lot number. Patient's concomitant medications included metoprolol tartrate (metoprolol) and furosemide for high blood pressure; levothyroxine sodium (levothyroxine) for hypothyroidism, atorvastatin for hyperlipidemia and alendronate sodium (alendronate) for osteoarthritis. Patient's medical history was significant for chronic obstructive pulmonary disease (copd) and gastroesophageal reflux disease (gerd). The patient was allergic to penicillin. The patient had received synvisc-one bilateral injections. On (B)(6) 2017, patient received treatment with intra- articular synvisc one injection, once (dose and indication: not provided) (batch/lot number: 7rsl021; expiration date: may-2020). On the same day, 6 hours after injection, patient developed posterior side of knees stiff, pain, sudden onset knee swelling, unable to bear weight and knees warm to touch. The patient complained of pain at night and she could not walk around her house. No additional details. Corrective treatment: not reported for all the events except device malfunction outcome: unknown for the event of device malfunction and could not walk around her house; not recovered/not resolved for the rest of the events reporter causality: events were related to device a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 08-dec-2017 and 09-jan-2018 (both the information was processed together with clock start date of 08-dec-2017). The case was upgraded to serious. Additional event of device malfunction was added. Global ptc number and results were added. Clinical course was updated and text was amended accordingly. Additional information received on 30-jan-2018 from the patient. Patient's age added. Date of administration of synvisc one injection was added. Event onset date for the events of device malfuction, unable to bear weight, posterior side of knees stiff, knee swelling and knees warm to touch was updated. Event verbatim for pain at night was updated to pain at night/posterior side of knees pain and event could not walk around her house was added. Patient's medical history, concomitant medications, concurrent conditions and allergic history were added. Additional events of unable to bear weight, posterior side of knees stiff, knee swelling and knees warm to touch were added with details. Event verbatim of pain at night was updated to pain at night/posterior side of knees pain. Patient's clinical course was updated and the text was amended accordingly.. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and had knee pain,swelling, stiffness, warmth and could not bear weight and walk around her house. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.